Manufacturer narrative:
A partial lead measuring 46.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for follow-up in clinic. Failure to capture and failure to sense was observed on the right atrial lead due to dislodgement. The lead was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.